Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, noise and oversensing from entrapped pocket air contributed to four inappropriate shocks. The device was deactivated and the patient hospitalized for monitoring while the issue self resolved. No surgical intervention was required and the device was later turned on: the patient has been released for normal post implant follow-up. No resulting adverse patient effects were reported.